Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 8.0mm x 60mm x 135cm (4f) sterling balloon catheter was used to dilate the lesion and on the first inflation the balloon ruptured. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient status was good.